Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she was admitted to the hospital for four days, with diabetic ketoacidosis and a blood glucose level of 600 mg/dl. Customer does not recall any significant events leading to the high blood glucose. Customer's blood glucose was 300 mg/dl at time of call. No further information was given.